Event description:
Patient experienced mesh erosion after using tvtrl, which required intervention.

Manufacturer narrative:
The investigation is ongoing and the results will be reported as available. The internal complaint's number is (B)(4).

Manufacturer narrative:
Correction: b3, e3, g1. The manufacturing number is (B)(4).

Manufacturer narrative:
Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished device lot number 3661058 (product code tvtrl), and ncr12-09944 was found. Nr reviewer has reviewed the nr file and has concluded, based on the information available in the nr file, that ncr12-09944 is not related to the reported complaint condition or identified malfunction. Expiration date: 30.nov.2013 manufacturing date: 08.nov.2012" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is c25-2992